Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The target lesion was located in a non-tortuous and calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During flushing, a bubble appeared in the device which prevented the catheter from filling with solution. It was noted that there was a weak section in the device housing in a portion that was outside the patient. The device was difficult to load and also had crossing difficulties. There were no patient complications, and the procedure was completed with another device.

Event description:
It was reported that catheter issue occurred. The target lesion was located in a non-tortuous and calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During flushing, a bubble appeared in the device which prevented the catheter from filling with solution. It was noted that there was a weak section in the device housing in a portion that was outside the patient. The device was difficult to load and also had crossing difficulties. There were no patient complications, and the procedure was completed with another device.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). H6 device codes: corrected investigation results: media review: the media attached shows an extension tube inflated which confirms the reported catheter difficult to flush device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically based on a review of the reported event details and available information. The device was not returned for product analysis, so it was not possible to identify the most probable cause of the observed inflated extension tube. Catheter damaged/defective has been assigned cause not established. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.